Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the surgeon tried to tighten the set screw of the second screw onto the cord after tightening the set screw on the first screw, the set screw got stuck and he could not tighten further. There was a surgery delay of 45 min.